Event description:
The customer noted that his bg's were going high (>400) and gave himself a bolus. The insulin began dripping down his arm so he removed and replaced the pod. He reported that it appeared that the needle had not retracted. After he started the new pod, he gave himself a bolus and went to bed as he didn't feel well because he had the flu. He woke up with his bg level over 550, with symptoms of dka and was admitted into the hospital for treatment and released the next day. Upon removal of the pod he determined that the needle never fired. The device's are being returned to the manufacturer for eval.

Manufacturer narrative:
The returned device's were evaluated for the reported problems. The first device was found to have damage consistent with premature needle deployment while the needle cap was in place. The damage prevented the needle from retracting back into the device and the device should not have been used in this condition. The premature deployment was due to a manufacturing defect in the product. It was determined that the needle mechanism from the second device did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a damaged internal component. Serial# (B)(4).